Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not moving up in the approval queue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b date of event a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the products were not moving up in the "approval queue. A technical support specialist (tss) dialed into the carefusion coordination engine (cce). Tss ran cce services and confirmed no messages were stuck in the queue. Tss checked formulary pharma mbm, which had been timing out for 185,131 minutes (128 days) with no messages since. Tss ran a trace for received mfn messages but found no results. Tss informed the customer to check on their end and resend the message to pyxis on port 1300. After suggesting the customer contact their pharma supplier, the customer did not respond and assumed, as initially suggested, that the issue was related to pharma. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not moving up in the approval queue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.